Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the third time inflation at 18 atmospheres for 5 seconds, the balloon ruptured in a vertical tear. The device was removed from the patient's body without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.